Event description:
The doctor called and requested assistance in adjusting basal rates. Later, the nurse reported that the customer was hospitalized for high blood glucose. The nurse also requested assistance in setting the basal rates. However, customer does not have the device at the time of call. Instructed to have customer to call back the help line to troubleshoot the pump and make sure is safe to use.